Manufacturer narrative:
Based on the limited information provided, a specific root cause could not be determined. The issue is consistent with a high leukocyte concentration in the sample, leading to an accumulation of cells close to the plasma surface. The investigation did not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the alp2 alkaline phosphatase acc. To ifcc gen.2 assay on a cobas 6000 c501 module. The sample initially resulted in an alp2 value of 216 u/l. The patient sample was repeated twice, resulting in values of 167 u/l and 143 u/l. The sample was re-centrifuged twice and repeated two times, resulting in alp2 values of 128 u/l and 129 u/l. No erroneous result was reported outside of the laboratory. The alp2 reagent lot number and expiration date were asked but not provided.